Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had high blood glucose level. Customer's blood glucose value was 400mg/dl when he was sleeping. Customer did not wish to troubleshoot for high blood glucose and no delivery and customer's blood glucose value was 426mg/dl and bolus of 2.5u was delivered. Insulin pump will not be returned for analysis.